Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio 3.6, lab >8.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 3.6, lab >8.5, mean n/a, confidence limits - cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "patient exhibiting hematomas, purple tongue and coughing up blood." This is adverse event case. Products will be tested when returned. Stips lot number provided by customer was not found in strips database. Caller provided incorrect strips lot number.